Event description:
It was reported that the patient had his 650 malleable penile prosthesis replaced due to cylinder rupture. No patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.